Manufacturer narrative:
The device was returned, and the evaluation found a circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the evis exera iii video system center was not producing an image and the connector was loose. The issue occurred during preparation for a diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer's complaint of "when plugin the 180 scopes no showing anything" was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunction occurred due to patient board set (circuit board/printed circuit board) failure. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure.